Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the calcified left circumflex artery. There were three guide wires down in the artery. One in the main circumflex artery, one in the first obtuse marginal (1st om), and another one in the second obtuse marginal (2nd om). There was also another stent system over one of the wires in the 1st om, then a 3.0 x 20 synergy drug-eluting stent was attempted to advanced down in the circumflex to distal lesion. However, it was noted that the 3.0 x 20 synergy stent was dislodged from the balloon. The stent delivery system balloon was retracted and a 1.5 balloon catheter was used. The guide wire that was tracked with the 3.0x20 synergy stent was left in the body and a 1.2 or 1.5mm balloon catheter was advanced over the same wire and partially inflated the balloon. The stent and the guide wire were removed together from the patient's body and went the guide back in and the procedure was completed. No patient complications were reported and the patient's status was fine.